Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgery admin reported that the tension knob of the a1059 mayfield modified skull clamp kept on slipping. The date of the incident was not specified. It was unknown if the device was in contact with the patient or if there was injury or surgical delay. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The reported complaint is not confirmed; no issues observed. The unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. No root cause analysis is required.

Event description:
N/a